Event description:
Asr revision; asr xl acetabular system - left hip; reason for revision: component loosening - acetabular cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.